Manufacturer narrative:
Correction/removal number: 1627487-12192011-003-r. This serial number was included in multiple field advisories.

Event description:
The patient has 2 scs systems. This complaint is regarding the lumbar system with the 3788. It was reported ipg was inoperable and patient lost therapy in (B)(6) 2018 . To address the issue patient underwent surgical intervention of ipg replacement and post operatively effective therapy was restored .